Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 24may2019, an e-mail was received from the johnson and johnson legal department in (B)(6) who reported a patient (pt) experienced a ¿loss of vision¿ in the left eye (os) while wearing the acuvue® oasys® brand contact lens (cl). The pt slept in the cl for one hour on (B)(6) 2017 and upon waking, noticed the loss of vision in the os. The pt experienced strong discomfort, irritation and attempted to rinse the os with saline and used ¿eye drops for irritation¿. The pt visited the hospital on (B)(6) 2017 and was diagnosed with ¿left eye trauma due to the use of a lens¿. The ecp informed the pt that the suspect cl scratched the os cornea. The pt was prescribed zymar and hyabak eye drops and was instructed to rest and protect the eye from light. The pt was advised to return for a follow-up ecp visit 3 days later if the symptoms persisted. The pt returned for a follow-up visit on (B)(6) 2017 and continued with the same prescribed treatment of zymar and hyabak. After 7 days of treatment the pt¿s os vision gradually improved. A wear schedule of 6 hours per day was reported. Document from hospital, dated (B)(6) 2017: ocular hyperemia in the os 1 day and ocular pain. Diffuse keratitis in os. Document dated (B)(6) 2017 - nursing care report: complaint: trauma to os due to cl. Document from hospital, dated (B)(6) 2017 ¿ ¿alleged cause: user of cl ¿ use incorrect¿. In use of hyabak and zymar. Bio: light keratitis punctate on os. Prescribed hyabak, zymar, general instructions. Document dated (B)(6) 2017 - nursing care report: complaint: loss of vision on os. Prescription dated (B)(6) 2017: hyabak, 1gtt every 2hr for 7 days; zymar 1gtt every 6 hrs for 3 days. No additional information has been received. The availability of the suspect cl is unknown. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002kgq was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.